Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, muscle stimulation, and high shock impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The lead was tested and noise was observed on the shock channel. The patient experienced muscle stimulation and a burning sensation during the threshold test. Subsequently, a revision procedure was performed. The entire ICD system was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.